Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 23april2019. The manufacturer's technical services (ts) confirmed the reported issue. The customer was advised of a faulty (power management ) pm or power supply and provided part the customer replaced the defective power management board to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported unit has distorted screen and sometimes will not power on.the device was not in use at the time of the reported event; therefore, there was no patient involvement. Event date not specified; estimate used.